Manufacturer narrative:
The reported events were noise resulting in oversensing, low sensing threshold, and insulation damage from subclavian crush. As received, a partial lead (only distal portion) was returned in one piece. The reported events of noise resulting in oversensing and low sensing threshold were confirmed. Visual examination found internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil with abraded ethylene tetrafluoroethylene cable coating. The cause of noise resulting in oversensing and low sensing threshold was due to internal insulation abrasion underneath the right ventricular shock coil. The reported event of insulation damage from subclavian crush was not confirmed. Other damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, noise resulting in oversensing and low sensing threshold were noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed insulation damage from subclavian crush. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.